Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that pictures for the bed that broke under normal use with resident in the bed. Frame came out of the holding bracket part of the l-shape bracket that is part of the frame with head board is attached to it got bended a little bit. The l-shape bracket that was 90 degrees now is more than 90 degrees.- no injuries reported. Complaint #(B)(4) and ra #(B)(4) were entered into our system to have the bed returtned for investigation. As of this writing, the bed has not been returned.